Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented for dft testing. During testing, the diagnostic information associated with the induction test was unavailable. Induction testing was successful. Patient will be monitored.